Event description:
The report stated that during the radio frequency ablation procedure, a water leak occurred at the back of the grip. The procedure was completed by pressing leaking part with gauze. The patient was reported as ok. Sterile water was in use.

Manufacturer narrative:
Date of initial report : 07/15/2008. The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.